Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A medtronic employee reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was over 474 mg/dl. The customer treated for the high readings. The customer was advised to call back to troubleshoot the pump.